Manufacturer narrative:
Section a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3: the healon was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the lot number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the use of a healon pro, a thread was introduced into the patient's eye and the doctor was able to remove it. No further detail was provided.